Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016 on patient's behalf to report a hardware error code displayed on receiver on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.